Manufacturer narrative:
Report not confirmed. Evaluation could not be performed because both tools were discarded. However, engineering determined a nominal tool exposure length for the 14ta31 at 16.9mm. Therefore, the tool exposure length at 17mm provided by the facility is within specification. The hospital¿s query regarding a 14mm exposure length was determined to be below specification. The drawing for this tool was released in 2002. The user manual states ¿the system is designed for use by medical professionals familiar with powered surgical instrumentation. The surgeon is responsible for learning the proper techniques in the use of this system, as inappropriate use may potentially be harmful.¿ we will continue to track and trend this complaint type. (B)(4).

Event description:
It was reported a physician had two separate procedures within two weeks in which he was using the same model tool. In both procedures the tool had contact with the dura. The physician asked hospital staff to inquire whether the tool length had changed. On follow-up, the hospital provided a measurement length of an identical tool. The exposed tool length was 17mm from the end of the attachment to the tip of the tool. The physician questioned whether the length should be shorter, at 14mm. The facility had discarded both tools and could only provide a lot number for one of the discarded tools. The facility did not record patient information for either of these incidents. Attempts to ascertain additional information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.